Event description:
The tip of the screwdriver sheared off in the set screw of the connector during tightening. No patient complications were reported.

Manufacturer narrative:
Visual and optical inspection confirms the tip is not broken. The tip has been deformed, with the approximately 3mm of the tip plastically deformed, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. (B)(4).